Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide correct section b5 by adding the additional information that was inadvertently missing from the initial MDR, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position with the bypass tube intact. The distal tip was found to have been kinked. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained during attempted insertion due to improper insertion technique. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 16 aug 2023: hemostasis was achieved with manual compression. Patient is in stable condition. The estimated blood loss was 50 ccs. No concomitant devices were used with the involved device.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the doctor inserted the wire into the angio-seal sheath and locator involved, withdraw, and re-inserted to confirm location, and then removed the locator and wire. Leaving the angio-seal sheath in place. Inserted the angio-seal vip, but when they pushed the angio-seal vip into the sheath, it couldn't enter the valve of the sheath and carrier tube was broken. Procedure prior was digital subtraction angiography (dsa). No injury to the patient. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.